Event description:
A nurse reported that two years following an intraocular lens (iol) implant procedure, the lens was explanted due to blurry vision. The nurse reported a vitrectomy was performed, the incision was enlarged and the optic was removed whole. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).